Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the subject: manufacturing location: (B)(4). Manufacturing date: 27th july 2011, article were manufactured by supplier (B)(4) and (B)(4) were delivered to warehouse (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that surgeon was doing a multiloc case, while drilling the bone for the multiloc screw the drill bit was broken near to the quick coupling area of the drill bit. Since there was a back up drill bit in the set, they proceeded the surgery with the second drill bit and completed the surgery. No complication reported. No delay to surgery time. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the drill bit is broken off as complained. The dimensions of the shaft and the coupling end were measured on the undamaged sides and found to be within range. A review of the production history revealed that this drill bit was manufactured in july, 2011 according to specifications. No manufacturing related issues were identified at the time of production. Unfortunately, there is not enough information available to conclude an exact root cause. However, the reported complaint condition is likely the result of method of use. No manufacturing related issues were found; no indication for product related issue was found. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.